Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was beeping and no alarm was recorded in the device alarm history. Customer's blood glucose was 114 mg/dl. Customer stated the device was beeping every 10 to 15 minutes. Troubleshooting was performed and customer was advised to monitor the device for 30 minutes. Customer called back and stated device continue to beep even though the device was set on vibrate mode. Customer stated she did have another insulin pump in the house but it was beeping no matter what room she is in. Customer disconnected call and stated she will continue to use the device with the beep. The device is not being returned for further analysis.